Event description:
A pump declared a malfunction alarm identified as 20a during the loading process, which did not adversely impact the customer's blood glucose level. Technical support assisted the customer with proper loading techniques, but the cartridge alarm persisted, preventing the continuation of insulin therapy. As a corrective measure, technical support arranged to replace the pump, confirmed the warranty status, provided instructions for putting the pump into storage mode, and arranged for its return with a pre-paid label. The customer will use multiple daily injections (mdi) as a backup insulin therapy during this period.